Manufacturer narrative:
Corrected data: e3 ¿ inadvertently omitted from the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device reproduce the event, a definitive root cause of the intermittent image could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that when the evis exera iii video system center is plugged in, there was an intermittent issue with the image during preparation for use for an unknown procedure. The customer attempted using with other equipment and reported that it appeared to work well. The image would appear and then suddenly there were lights across the screen and the image would be lost. There were no reports of patient harm associated with this event.

Manufacturer narrative:
To date, the device has not been returned. The investigation is in process. Additional information has been requested regarding this event. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.